Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the tubing on the cbc (complete blood count) lytic reagent pump pm7 was loose at the fitting. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures.

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The customer described the leak as clear liquid from the cbc (complete blood count) lytic reagent pump pm7. The leak was a few drops and was contained within the instrument. No system error messages generated. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves, goggles, and gown when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.